Event description:
It was reported that the following issue was observed on the device: ¿the door was falling off." Additional notes provided by the facility¿s clinical engineering support services include: "the door was not broken, so I am not sure how it managed to fall off of the hinges. The door was only being held onto the unit by the display cable and ground strap. The door was pulling those wires out of the bezel assembly, which required me to replace the entire bezel assembly to fix. One of the pressure sensors was in an older style, so I replaced both of them while I was already switching things out. I recalibrated the unit, and ran it through all of its pm tests, with no issues." Reported problem cause description: "incidental." There was no reported patient involvement. Although additional information and product return have been previously requested, the customer provided a general statement that ¿no further information will be provided, including patient demographics and no products will be returned.¿

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : no product will be returned.